Event description:
The cable was returned to the manufacturer for evaluation, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the plug lock is broken off, the plug pin guard is broken, the stress relief is broken, and the heart wire connector case halves are contaminated. Cable bench testing was done and negative continuity tested ok; no intermittent connection was found. Positive continuity tested open; can get to connect by moving broken end of the epg (external pulse generator) plug. (B)(4).